Manufacturer narrative:
H.6. Investigation: three representative samples, one used sample, and three photos were received by our quality team for evaluaiton. Inspection of the photos show a broken catheter used sample and the top web of the packaging. The representative samples returned were subjected to visual inspection and the catheter adapter leak test, and no abnormalities were observed. The used sample was subjected to visual inspection. A clean cut was observed from the used sample on the broken end of the catheter. From the broken edge, no strected phenomenon or elogation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if catheter is broken before use. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The cause of the broken catheter could be due to cut by sharp object such as scissors during product removal from vein. Therefore, the root cause could be due to user error.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub. A "sonograph" showed that the broken catheter remained in the patients vein. The patient was brought to the outpatient clinic where minor surgical intervention took place to remove the catheter, and the patient received stitches afterward. The following information was provided by the initial reporter, translated from german to english: "while retiring the cannula (placement on 03.02.021) because of planed release from the hospital, the plastic tubing remained in the vein, only the last part could be removed. Sonographic pictures showed that the rest remained placed in the vein. It was not possible for the ward doctor to remove the part stuck in the vein while the patient was locally sedated in the ward, which is why the patient hat to be brought to the outpatient clinic where they were able to remove the part thanks to a minor chirurgical intervention, now the patient has stitches. According to documentation, the doctor specialized in vascular medicine recommended a stationary stay until the next day and then a duplex check which was rejected by the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub. A "sonograph" showed that the broken catheter remained in the patients vein. The patient was brought to the outpatient clinic where minor surgical intervention took place to remove the catheter, and the patient received stitches afterward. The following information was provided by the initial reporter, translated from (B)(6) to english: "while retiring the cannula (placement on (B)(6) 2021) because of planed release from the hospital, the plastic tubing remained in the vein, only the last part could be removed. Sonographic pictures showed that the rest remained placed in the vein. It was not possible for the ward doctor to remove the part stuck in the vein while the patient was locally sedated in the ward, which is why the patient hat to be brought to the outpatient clinic where they were able to remove the part thanks to a minor chirurgical intervention, now the patient has stitches. According to documentation, the doctor specialized in vascular medicine recommended a stationary stay until the next day and then a duplex check which was rejected by the patient."